Event description:
Hi - I used an anti snoring product and it affected my teeth position. The product was bought from the website www.zquiet.com. After reading the 510-k - I found that the product has to be prescribed by a dentist. Nowhere on the website was there any mention of this and I could just simply purchase the product online without any prescription. Does this not violate the 510-k - and FDA rules? Dose or amount: one, frequency: nightly. Dates of use: (B)(6) 2011. Event abated after use stopped or dose reduced: no.